Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted; give date: not applicable as the intraocular lens remains implanted. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a postoperative visit following the implantation of a preloaded intraocular lens, the lens had rotated and was no longer aligned with the prescribed axis. Additional information indicated that the lens had rotated more than 10 degrees, specifically 42 degrees. Surgical intervention was performed to reposition the lens. No further details were provided.